Manufacturer narrative:
Without a lot number the device history records review could not be completed. The manufacture date is unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery procedure done for a metatarsophalangeal joint on an unknown date where a variable angled (va) 2.4mm/2.7mm locking compression plate (lcp), right and 6 unknown screws were implanted. Surgeon reported that the plate/screw failed. Patient is scheduled to have follow up surgery on (B)(6) 2017. No other information is available at this time. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional product code: hrs. (B)(4). A product investigation was performed. This complaint is confirmed. Surgeon reported that the "plate/screw failed". One plate was received at customer quality (cq) in 2 pieces. The break is transverse and located in the middle third of the plate in the center of the elliptical hole used for guide wires. The 6 returned screws show wear associated with implantation and explantation but are all intact. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned plate is already broken. No new malfunctions were identified. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawing was reviewed during this investigation. Based on visual inspection under 5x magnification, measurements at cq with calipernd with reference to product drawing 02_211_008, the 6 returned unknown screws were able to be definitively determined as the following. Qty (1) of 02.211.014, unknown lot#; qty (3) of 02.211.018, unknown lot#; qty (1) of 02.211.022, unknown lot#; qty (1) of 02.211.024, unknown lot#. Unable to determine a root cause based on the complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 7 for complaint (B)(4).